Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via hpone call that they experienced high blood glucose. The customer was hospitalized on (B)(6) 2017 for a high of 600 mg/dl. The customer reported experiencing diabetic ketoacidosis and was vomiting as a result. The customer was admitted over night. The customer was unsure what caused their high blood glucose. Troubleshooting was not performed on the insulin pump. The insulin pump will not be returned for analysis.